Event description:
It was reported via social media that the patient had three inappropriate shocks. The device was shut off. A magnetic resonance im aging (MRI) scan was done and the patient experienced a weird heat sensation going through their body. Three days later the patient had a near fatal cardiac arrest and it was suspected that it was due to the MRI combined with the defective lead. The right ventricular (rv) lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4)